Event description:
Reference MFR reports: 1627487-2013-04093, 1627487-2013-04094 and 1627487-2013-04095 . The patient received four leads with two lot numbers. In addition, the patient received two extensions with the same lot number. It was reported the patient had an infection, and had drainage above her ear (off-label use). The patient did not want to take antibiotic and the physician explanted the entire scs system.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.